Manufacturer narrative:
Device evaluation: a review of the device noted no manufacturing issues were observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient¿s concern of the product. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/may/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient¿s concern of the product. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.